Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced chest pocket discomfort from the ipg. As a result, surgical intervention occurred wherein the ipg was repositioned on (B)(6) 2022 to address the issue. No product was explanted.